Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results for two patient samples run on a cobas e 801 analytical unit. Sample 1: the initial result was 11.9 nmol/l. The repeat result was 479 nmol/l. Sample 2: the initial result was 1.50 nmol/l. The initial result was 516 nmol/l.

Manufacturer narrative:
Qc and calibration were within the expected range. The investigation did not identify a product problem. The cause of the event could not be identified.